Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Measured the dose in half at maximum technique to be 20.6 r/min. Adjusted the ma limit file. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during high level fluoro (hlf) the 9800 system exceeded the 20r limit. There was no report of patient involvement or injury.